Manufacturer narrative:
According to the case information, the sensor broke during the removal procedure on (B)(6) 2024. The hcp was able to successfully remove all the pieces of broken sensor. An RMA was created for the return of the sensor pieces for investigation.the sensor was returned for further investigation, and upon receipt, a visual inspection was performed, which confirms that the end cap was separated from the sensor and not returned with the rest of the sensor.the potential root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect, which is stated in the eversense e3 user guide under "risks and side effects" section. No further investigation was found necessary. B4.date of this report updated to 18 december 2024. G3 date received by the manufacturer? 18 december 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.

Manufacturer narrative:
Manufacturer is currently performing evaluation and the results will be provided in the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the hcp reported that the sensor broke into two pieces during the removal procedure. All fragments of the broken sensor were successfully removed from the user.the user was doing fine.